Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump reservoir compartment was very hard to screw in, scratch to screen obstructing view, buttons were sticky or non responsive, prime or rewind more than once, no delivery alarm and e error code. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. The devices will not be returned for analysis.